Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and adjusted the tip load, top take-up, and the pipetter arm position over the secondary rack in the reported problem areas of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.